Event description:
The atw marker guidewire failed to cross the target lesion (right coronary artery distal diffuse) rca because the previous stent was sticking out from the side branch of the rca. During failure analysis, the coil was observed stretched distal of the ptfe. There were no anomalies noted during inspection/prep of the product prior to patient use. The product was prepped and used according to the instruction for use (IFU). The product was new. Prior to insertion, the distal tip was not reshaped. There was adequate continuous flush maintained through the device. The vessel was diffused, no calcification, no tortuosity, and no acute vessel angle. The device did not kink or bend at any time prior to the reported event. There were no problems tracking the device through the vasculature. There was no unusual torquing or twisting. The tip of the product did not prolapse at any time. The device became caught within the previously implanted stent and the device was not easy to cross; therefore, the guidewire was pulled back and re-advanced again. There is no information on the previously implanted stent. The patient's medical history and demographics are unknown. The procedure was completed with another wire and stent. There is not further information available.

Manufacturer narrative:
During a coronary intervention, the atw steerable guidewire "did not cross the lesion because previous stent stick out from side branch of the rca". No patient injury occurred. The target site was described as diffusely diseased. No pre-shaping of the tip or unusual handling of the wire was reported. Analysis of the returned product identified stretched coils. Analysis of the returned wire confirmed bends and kinks on the guidewire, as well as a stretched coil. As received, the specimen does not present any indication of manufacturing defect or anomaly. The specimen, with the exception of a 4.05mm stretched coil region immediately distal of the ptfe tubing, with concurrent coil displacement distally, and numerous bends and kinks of varying severity, is visually and dimensionally correct. The damage to the distal tip region is not noted in the original complaint documentation; the timing of the damage cannot be confirmed. A review of the device history records indicated that this packaging lot was final inspection tested and deemed acceptable for shipment. Stretching of the coil was confirmed. Review of the available information suggests that procedural factors appear to have contributed to the event as reported. These observations and suppositions are based on the evidence presented by the sample article and the supporting documentation.